Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the symphony polyaxial screwdriver retention sleeve 202000401 and 202033400 polyaxial driver shaft x20 was assembled which got stuck together and will not come apart. It was discovered while opening the set for the case that the instruments were pre-assembled prior to sterilization and cold welded together. No patient consequences. This report is for one (1) poly screw driver reten sleeve. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: date of concomitant therapy is february 1, 2022. H3, h6: a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted. Batch 1: released on february 20, 2020 with no discrepancies. Batch 2: released on february 20, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the poly screw driver reten sleeve had no visual defects or damages. No issues were identified with the device. No new additional information can be added after reviewing the received image. The dimensional inspection was not performed due to the design of the device. A functional test was performed and the driver shaft could assemble and disassemble with the driver retention sleeve with no difficulties. The complaint condition could not be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the poly screw driver reten sleeve as no issues were observed with the device. While no definitive root cause could be determined from the available information, it is probable that the user did not follow the instructions for disassembly of the devices. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: 103140293 poly screwdriver retention sleeve assy. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.